Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the products were released according to all established procedures and qa documentation. Twenty-two brand new samples were received for evaluation. The samples were visually and functionally inspected. During the evaluation it was noted that the cross spike was detached from the tubing line confirming the reported issue. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the reoccurrence of the reported condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding sets are leaking at the spike connection.